Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial cavity") and back pain ("lower back pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and orthotricyclen. Concurrent conditions included blood pressure high and uterine leiomyoma. Concomitant products included amlodipine since (B)(6) 2016 for blood pressure high. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and dermatitis ("dermatitis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent a hysterectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017 at the time of the report, the device expulsion and back pain outcome was unknown and the dermatitis, vaginal haemorrhage, menorrhagia, pelvic pain and fatigue had resolved. The reporter considered back pain, dermatitis, device expulsion, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants.no gross evidence of perforation is present. On the left there were approximately 4 coils, and on the left approximately 7-8 coils diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs +mr received. New reporter and reporter information added. Concomitant condition , historical drug and concomitant drug added. Product indication updated. New events added as follows:- abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: endometrial cavity, pain, and fatigue. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and dermatitis ("dermatitis"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the back pain and dermatitis outcome was unknown. The reporter considered back pain and dermatitis to be related to essure (ess205). The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.